Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, dislodgement confirmed via x-ray on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were loss of capture and lead dislodged. As received a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.